Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, and variable defibrillation shock impedance. The physician attempted to remove the lead with a laser and the patient had a drop in blood pressure. There was fluid in the pericardium and the patient's rib cage was opened. There was a vascular injury and the patient bled out.